Event description:
Hello, I am a type 1 diabetic and for the last number of years been using the freestyle libre to monitor my blood sugar, and a couple of months ago changed to the dexcom g6 (sensors and transmitters). After a 1 month paid trial with no side effects, I signed for a 1yr contract at (B)(6) per month every month for 1 year. I also had to purchase a receiver device as a one-off payment of (B)(6), due to the company only supporting old versions of mobile phones that have security vulnerabilities. Three or 4 months later, I received my next batch of sensors when applying to my body, the area became very agitated. Upon speaking with their technical support team, they advised the composition of the adhesive had been changed and not been communicated that the adhesive was going to be changed, or had in fact already been changed. I was then advised to try using tegaderm as a barrier, and then insert the dexcom g6 sensor through the tegaderm. Unfortunately, the tegaderm just made a larger area become inflamed and agitated underneath the sensor. I went to seek advice from a pharmacist who advised me to remove the sensor, and that tegaderm will not as a barrier as the skin does not need direct contact to have a reaction to the adhesive. I thought I would try a sensor from a different batch, in case it was from before the adhesive change was made. However, this sensor has caused the most adverse reaction yet and not only have I had to seek advice from a pharmacist but also from a (B)(6) (doctor). I have called back the technical support line who advised me that they will send a replacement sensor and it is up to me if I use it, there is no date when the adhesive will change back or if it ever will, no communication from the company of what has changed and why. Technical support also said that the tegaderm will work as per their medical experts, however they are not supplying as a company over and above the sensor itself. I was then advised to speak with the sales support team which I made contact with, to request my subscriptions cancelled and return of unused sensors/transmitter. However, in a reply today the company have agreed to cancel the subscription; but in their eyes "no fault on the products themselves" they will not accept unused and still packaged products. Which leaves me with (B)(6) of product that I can't use without putting my health at risk during covid and against medical advice, nor be able to sell as they are medical devices. My first thought "the impact to (B)(6) services with complications of this change either gp or hospital", the impact of cost for the prescriptions required to remedy, as diabetics the prescriptions are free in the (B)(6); is there not a requirement for medical companies to inform patients that a medical device has changed? It feels to me like they are simply trying to wash their hands of any issues or accountability, they don't have practices in place to communicate product changes, nor is there visibility of testing practices for product changes. I would really appreciate any support and/or feedback related to this issue that you can give me, please. (B)(4).